Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of complications during the insertion process was confirmed, but the exact cause could not be determined from the returned sample. One 5fr triple-lumen powerpicc solo was returned for investigation. The sample exhibited evidence of use. The PICC was received with the stylet in the lumen and the position of the stylet had been modified by the user. After removing the stylet, a break was observed in the plastic tubing and core wire. A microscopic examination of the break site revealed a kink in the plastic tubing and core wire near the break site. The plastic tubing exhibited a rough edge and deformation at the break. The tip of the stylet was not returned for investigation. The wall thickness of the plastic tubing was within specification and no damage associated with the manufacturing process was noted on the returned sample. It was reported that the wire got caught in the PICC, which could be associated with the kinking that was observed in the plastic tubing. Advancement against resistance, kinking of the stylet, and trimming the catheter over the stylet may have been potential contributing factors of the observed damage; however, there was no conclusive evidence to determine the root cause of the reported event. A lot history review (lhr) of refs1686 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "wire got caught in the PICC. Inserter had to withdraw it from the patient." (B)(6) 2022-the returned stylet wire was broken.